Event description:
The customer reported that on (B)(6), a 12f gastric tube was placed in a patient and an x-ray was taken to confirm placement, however, they were then unable to remove the stylet from the patient. It took several attempts and two nurses to finally get it out. When it was removed, they were then unable to flush the feeding tube. It was likely kinked, but they opted to just remove it and start over. A new tube was placed and worked without issues.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. One used device was received for investigation. The device arrived with the stylet already removed and rolled up. As a result, we were unable to complete a functional evaluation to confirm the reported condition or determine the root cause. We will continue to monitor related reports to determine if additional actions are necessary.